Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged sample initially generated a positive result for influenza a (negative for sars-cov-2 and influenza b). The same sample was retested on the same cobas liat analyzer and generated a negative result for all three targets. The results were not reported and no harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
As no data was provided (run data deleted), an evaluation of the results could not be performed. As a result, it cannot be said for certain what caused the result discrepancy that is alleged. It is possible that the alleged sample was a low titer sample, which are known to generate wavering results. A limited investigation did not identify any trend on the reagent lot, related internal non-conformance or previous internal investigation.